Event description:
It was reported that the patient was syncopal, and there was a question as to the origin of a vhr (ventricular high rate) episode. It was noted that the patient had been ablated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.